Event description:
Complainant alleged that while attempting to analyze the heart rhythm of a (B)(6) male pt, the device intermittently would not display an ECG signal via the attached multi-function cable. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complain is still under investigation.